Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the unit would not power on. No green power light comes on when plugged in. The technician was unable to connect to the toolbox or download the error log. It is recommended to replace the system board and front panel to resolve the power issue. No repairs were performed. The unit will be scrapped.